Event description:
During an inspection, it was reported that the device had a low beep every few seconds and it had an illuminated service wrench. Physio-control evaluated the device and verified the reported problem. In addition, physio found that the device intermittently failed to provide any energy output while attempting to discharge energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control returned the device to the customer in the observed condition. Physio recommended purchasing a replacement defibrillator as the device was out of warranty. The device has been removed from service and the customer will purchase a replacement defibrillator. A conclusive cause of the observed malfunction could not be determined.